Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the whole system was explanted due a recurring sepsis infection. The cause of the infection was unknown. Patient was recovering. Related manufacturer reference number: 2017865-2022-19298, related manufacturer reference number: 2017865-2022-19299, related manufacturer reference number: 2017865-2022-19300.

Manufacturer narrative:
Correction - h6 - type of investigation and investigation findings codes were corrected to reflect a DHR being performed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.